Manufacturer narrative:
E1 - initial reporter address 1 : (B)(6). B5 - describe event or problem : updated. Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device found that a total of 136.1cm in length to the burr catheter returned, which included only the burr and the coil. The coil returned detached (proximally) and was stretched for most of the returned length. There was no movement to the coil or the wire portion. Inspection of the device found that the wire was returned incomplete and there was an unknown stent, damaged and fixed on the burr. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in the lesion and was retrieved with a snare. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the burr got stuck with the lesion and was retrieved with a snare. The rota burr was entangled with the rotawire after passing through the lesion. A kink was noted with the rotawire. The procedure was completed with a different device. No further patient complications reported. It was further reported that the patient undergone coronary stent placement. The rotapro was not in contact with the unknown stent during procedure. It was further reported that the burr got entangled with an unknown manufacturer stent that had been placed distal to the lesion.

Manufacturer narrative:
E1 - initial reporter address 1 : (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device found that a total of 136.1cm in length to the burr catheter returned, which included only the burr and the coil. The coil returned detached (proximally) and was stretched for most of the returned length. There was no movement to the coil or the wire portion. Inspection of the device found that the wire was returned incomplete and there was an unknown stent, damaged and fixed on the burr. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in the lesion and was retrieved with a snare. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure after passing through the lesion, it was noted that the burr became entangled with the rotawire, and the burr became stuck with the lesion. A kink was also noted with the rotawire. The rotapro burr was successfully removed from the patient using a snare. The procedure was completed with a different device. No further patient complications reported. It was further reported that the patient undergone coronary stent placement. The rotapro was not in contact with the unknown stent during procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion and was retrieved with a snare. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure after passing through the lesion, it was noted that the burr became entangled with the rotawire, and the burr became stuck with the lesion. A kink was also noted with the rotawire. The rotapro burr was successfully removed from the patient using a snare. The procedure was completed with a different device. No further patient complications reported.